Event description:
The patient posted on social media platform reddit stating jaw issues with using aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.